Event description:
The user facility reported a 58-year-old female noted as high risk percutaneous coronary intervention was implanted with an impella cp device for mechanical circulatory support. It was reported that after the implant low pump flow was noted. The impella powered on auto, ramped up, but never got above 1 lpm flow. Left ventricle signal briefly appeared and immediately disappeared when suction alarmed on auto. Attempted to take out of auto and only got suction to break at p1. Attempted to reposition, but unable to break suction. The pump was successfully replaced with new impella cp. No patient harm was reported.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Manufacturer narrative:
In reviewing the returned data logs from the case, there were no spikes in motor current that would explain why the pump was not able to produce more flow than it did around the time of the suction alarms. In investigating the returned product, there were no visual abnormalities such as impeller damage, kinks or biomaterial in the cannula or around the impeller. In the lab, the pump ran at p9 for several minutes achieving flow rates of 3.8 l/min. Due to the inability to reproduce the failure and lack of further clinical detail, we were unable to determine a root cause for the low pump flow. D9 date device returned to manufacturer added he following have been reported incorrectly or missing from manufacturer device report 1220648-2024-12047: f6/f8-should have been left blank.